Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage of tubing at site. The issue occurred with five similar types of infusion sets. The blood glucose level of the patient was hiigh which was treated by correction bolus via pump. No further information was available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. (B)(4)- device 2 of 5.